Event description:
Patient's family member called lfs on patient's behalf alleging that patient's one touch basic original meter had missing segments. Patient's family member explained that the segments missing were from the glucose result area. Patient did not have any symptoms at the time of concern. Patient had decided to go to the physician's office to have their blood glucose level checked, when they had first noticed the issue. Patient was asked to bring their meter along. Patient's family member reported that patient had glucose following the use of their meter and the physician-administered glucose, as well. The customer service representative replaced patient's meter following the troubleshooting. Based on the information provided, there was no evidence that the meter malfunction contributed to an adverse event. Meter is being reported due to an unresolved display issue.